Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the procedure was a pelvic mass embolization via a right femoral puncture. The angio-seal evolution device was set and withdrawn after second click. As the device was pulled out of the patient, the suture fell out of end of tamping tube and separated from device. The interventional radiologist (ir) was able to thread tamping tube over suture and manually hold suture and tamp collagen to create seal. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully, and the patient was transferred to the recovery area.